Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether of not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2013, the cavity integrity assessment (cia) tests were unsuccessful. The physician performed a hysteroscopy and there "appeared to be a small dent in [the] endometrium from [the] novasure device when it was being seated." The procedure was aborted. The pt was admitted into the hospital on (B)(6) 2013 and discharged to home on (B)(6) 2013. On (B)(6) 2013, the physician reported that he suspected a "very small" perforation and the pt was treated with "conservative antibiotics." A hysteroscopy, dilatation, and sounding with metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.